Event description:
It was reported via repair work order that the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the nurse call cable was damaged.

Event description:
It was reported via repair work order that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.